Event description:
It was reported that during a gastric sleeve procedure, the device was fired but the staples didn´t form and only cuts, the reload rip the tissue and produce bleeding. The problem occurs during the fourth reload. The surgeon changed the reload and the same effect occurred, this means that two reloads failed. They change the reloads and the stapler to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that two cartridge reloads were received. The reloads were received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reloads. Event could not be confirmed as no device was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How much blood loss? How was the bleeding controlled? On what tissue type was the device used? At what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? If echelon, during which stroke did the event occur? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?